Manufacturer narrative:
Device evaluated by simulated use testing which confirmed the reported issue of shaft frosting. Further evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Complete shaft frosting was noticed during initial pretest. Probe was thawed completely, disconnected, reconnected and tested a 2nd time. Complete shaft frosting was noticed on the 2nd test. Probe was thawed and removed from the field to return for testing. 2nd probe was opened and tested without issue. Case continued without further incident.